Manufacturer narrative:
Additional information: initial reporter phone has been updated based on the additional information received from the customer. The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Patient code 2119 captures the reportable event of urinary retention. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient during a hysterectomy with posterior repair sling and cystoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient had trouble voiding completely the day after the implantation. The patient then went home with a catheter for one week, and had a follow-up appointment where a urethral dilator was gently used in the patient and the mesh was stretched down. Reportedly, the issue has been resolved. The current condition of the patient was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient during a hysterectomy with posterior repair sling and cystoscopy procedure performed on (B)(6) 2020. According to the complainant, the patient had trouble voiding completely the day after the implantation. The patient then went home with a catheter for one week, and had a follow-up appointment where a urethral dilator was gently used in the patient and the mesh was stretched down. Reportedly, the issue has been resolved. The current condition of the patient was reported to be good.